Event description:
Bed # (B)(4) would not go into trendelenburg intraoperatively. We could not move the patient off of the table during surgery. Bed was taken out of service as soon as the case was over.